Manufacturer narrative:
Pump was received with alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, prime, excessive no delivery test, self test or restart error test due to alarm. Pump passed the displacement test and operating currents test. Pump had cracked case at display window corner, battery tube threads, minor scratched display window, broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.